Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer stated that at 1:14 pm, the customer bloused for food with 2.8 units of insulin at 309 mg/dl. The customer still had 3.6 units of insulin by 423 mg/dl. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the prime or excessive no delivery alarm tests due to the motor error alarm. Unable to verify the excessive no delivery alarm due to the motor error alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.